Event description:
Healthcare professional reported rupture. This record is for the right side. The device has been explanted and replaced with a non-abbvie device. The device will be returned.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on december 02, 2025, with lot number 2608843. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases and non penetrating nicks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported rupture. This record is for the right side. The device has been explanted and replaced with a non-abbvie device. The device will be returned.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Clarification d.6a implant date: date of 2013 provided. Implant date has been defaulted to 1/jun/2014 as this is the earliest implant date possibility due to manufacturing date of device. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.